Manufacturer narrative:
(B)(4). Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event determined to be related to patient condition and implant technique. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible. This finding is expected since the valve went through decontamination process that includes a high concentration of a tissue fixation and along with the blood contact are both known to cause stiffness of the tissue. Leaflet misalignment associated with stent distortion forced the right and non-coronary cusps to contact the bias cloth, causing tears and abrasions through the free margin and lunula adjacent to the right non-coronary and non-coronary left stent posts. A remnant of glistening off white pannus remained and lined the inflow margin of attachment of the left cusp, into left right inferior coaptive area and 1 to 3.5 mm onto the cusp showing evidence of a reduced inflow orifice area. A trace of pannus was noted on the top of the left right commissure. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition. Stent distortion is likely due to patient anatomy and/or implant technique.

Event description:
Medtronic received information that this bioprosthetic valve, implanted 3 years, was explanted due to cuspal tears. There were no adverse patient effects.